Event description:
It was reported that the insulin pump had an unresponsive keypad and that the infusion set came out of the customer's insertion site at the stomach. The customer stated that she had gone to have a mammogram that day and may have made a mistake by rubbing the infusion set cannula off. The blood glucose reading was 233 mg/dl. The customer stated that the insulin pump would not activate when she pressed the act button. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.